Manufacturer narrative:
The subject device was not returned to olympus. According to the reporter, the scope was reprocessed and taken out of service. The reported scope was found to have a leak with fluid invasion and electrical damage. If the device is returned or additional information is received, this report will be supplemented accordingly.

Event description:
It was reported that during a colonoscopy procedure there was no scope image but had patient data. The white balance on the screen was reported to be incomplete. To continue with the procedure, another scope was used. The intended procedure was completed with no patient harm or injury reported due to the event.